Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical records were evaluated and the reported event was confirmed. Product was not returned. Reported event was confirmed by review of medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient underwent initial right tha and no complications were found. 8 years post implantation, blood tests revealed elevated levels of cobalt 4.2 and chromium 1.2. Grade I heterotopic ossification and dehiscence of posterior pseudocapsule with joint fluid communicating with trochanteric region were noted. Discoloration was noted at the head-neck junction, femoral trunnion was completely discolored, consistent with fretting corrosion. The locking ring was freely moving and liner exhibited some wear. Patient was revised the head and liner were replaced. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 10 standard. Offset, pn 00771101000, ln 61118315. Femoral head sterile product do not resterilize 12/14 taper, pn 00801803602, ln 61185302. Tm modular acetabular shell, pn 00620205822, ln 61185302. Bone screw, pn 00625006520, ln 61160965. Bone screw, pn 00625006525, ln 61189894. Mdrs: 0001822565-2019-04648, 0002648920-2018-00658-2. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that a patient underwent an initial hip arthroplasty/ subsequently. The patient was revised approximately 9 years after the initial surgery due to in-vivo corrosion, heterotopic ossification, pseudocapsule/pseudotumor, tissue damage, elevated metal ion levels, and liner wear. During the revision procedure, it was noted that there was dehiscence of the posterior pseudocapsule with joint fluid communicating with trochanteric region.